Manufacturer narrative:
Follow-up #1: date of submission 11/09/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: call service 064 alarms were observed in the pump black box on the date of the reported alarm. During testing, the piston did not move during the rewind or load cartridge step and emitted a call service 064 alarm. The pump was opened and the motor was tested. Motor stalls were duplicated using an external power supply.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging that there was an unknown error alarm on the pump that was occurring with load step and/or boluses. The patient was unable to provide the specific alarm that was occurring during the call. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.